Event description:
It was reported that an ilet user experienced hyperglycemia after breakfast, with glucose readings reaching a reported high of 401 and later trending down after a full infusion set and cartridge change; the user attempted multiple meal announcements to correct the high, and support provided troubleshooting and education regarding appropriate use, including discussion of a potential factory reset. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface, with the event associated with using meal announcements as a correction method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.